Event description:
It was reported that the cap on a blood pump rotor pin came off during a patient¿s hemodialysis (hd) treatment. This caused the blood pump tubing segment to be pinched/cut by the exposed blood pump rotor pin, which resulted in blood loss. The 2008t machine alarmed with an air detector alarm approximately five minutes into the treatment. The patient¿s blood was not returned; estimated blood loss was 150 to 200 ml. It was confirmed the patient did not experience any adverse effects, serious injuries, or require medical intervention. The patient was restarted on a different machine to complete their treatment. To repair the machine, the blood pump rotor was replaced. The machine was returned to service following the repair. Upon inspection of the bloodline that was in use, a visible puncture was noted on the tubing. The blood pump rotor was not available to be returned to the manufacturer for evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, the complaint investigation found objective evidence indicating a product problem and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.